Manufacturer narrative:
Please note that the exact event date is unknown and that the event date listed in date of event is the complaint awareness date.   As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, embedded itself to the ivc wall, perforated the ivc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, occlusion, and perforation of the ivc do not represent a device malfunction. The instructions for use (IFU) lists possible procedure complications include, but are not limited to, the following: perforation of the vessel wall, restriction of blood flow, occlusion of small vessels, intimal tear, and thrombus formation. Also according to the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter perforation of the vena cava wall. It is possible that patient, procedural, and/or pharmaceutical factors may have contributed to these concerns. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedure films for review, and given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, embedded itself to the ivc wall, perforated the ivc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was placed due to multiple pelvic fractures, right iliac vein deep venous thrombosis, pulmonary embolism, and being on anticoagulation for the right iliac deep venous thrombosis. The patient was reported to have tolerated the index procedure well. The filter subsequently malfunctioned, embedded itself to the ivc wall, perforated the ivc wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The patient is reported to continue to experience pain on the right side, pain in the shoulders, neck and back, and anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, specifically previous trauma experienced prior to implantation of the filter, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.